Event description:
The customer reportedly obtained a 380mg/dl and 131mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested. The customer states that he does not have the strips or meter used in the event.